Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of a merlin.net transmission showed two vf episodes that appeared to have some intermittent ventricular undersensing. In both episodes, the vf was initially detected, atp therapy and then a 25j shock were delivered, which did not convert the rhythm. The fibrillation continued but because of the small amplitude of the signals the device failed to continue to bin vf events and an inappropriate return to sinus occurred.